Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and evironmental chamber testing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable (mfc) used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.